Manufacturer narrative:
(B)(4).

Event description:
Patient's wife contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced no audio output. Patient's wife stated that the receiver was set to vibrate only at the time. On (B)(6) 2015, patient's wife reported not hearing the patient's low alert and the patient had passed out and fallen. Patient was admitted to the hospital where he was treated for a contusion to the head and a swollen ankle. Patient was discharged from the hospital and sent to recover at home. No additional patient or event information is available. It should be noted that the diabetes mellitus is a known contributor to hypoglycemia and loss of consciousness.